Event description:
Reporter indicated that vns pt experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt experienced between 0-4 seizures per month before vns implant and that they recently experienced 13 seizures in one month. Treating neurologist indicated that the seizure increase was not related to the vns therapy and was possibly caused by a variation in the pt's phenobarbital levels. Neurologist reported that the pt's phenobarbital level dropped and that the dosage was subsequently increased. The pt's overall health condition is not worsening and there were no environmental stimuli that may have contributed to the increase in seizure activity. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt's seizure frequency has reportedly more or less returned to baseline.